Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that chemotherapy leakage occurred between the texium closed male luer with female cap and smartsite connector connection. The following information was provided by the initial reporter: "on 3 separate occasions, it has been noted that the join between a texium connector (attached to an elastomeric pump) and a smartsite connector (attached to a port needle) has leaked chemotherapy."

Event description:
It was reported that chemotherapy leakage occurred between the texium closed male luer with femaile cap and smartsite connector connection. The following information was provided by the initial reporter: "on 3 separate occasions, it has been noted that the join between a texium connector (attached to an elastomeric pump) and a smartsite connector (attached to a port needle) has leaked chemotherapy."

Manufacturer narrative:
The following fields were updated or corrected due to additional information: d.4. UDI# (B)(4). D.4. Catalog # 100. D.4. Lot# 19065579. D.4. Medical device expiration date: 06/06/2024. H.4. Device manufacture date: 06/06/2019. Investigation conclusion four (B)(4) samples from lot 19065579 were received in sealed packaging for investigation of complaints (B)(4). Further information provided by the customer indicates that the leakage was observed approximately 10 minutes into the infusion. A visual inspection did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting them to a smartsite from retained bd stock and subjecting them to pressure testing; no leakage was observed from the texium connector or from the connection with the smartsite throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19065579 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the alleged complaint sample was not available for investigation. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the (B)(4) product in the past 12 months. H3 other text : see h10.